Event description:
Procedure: lung biopsy. According to the reporter: the stapler jaws were placed around the tissue, the gun was fired, however, the staples did not fire. The blade cut into the lung and caused damage and bleeding/hemorrhaging. Diathermy (cautery) applied to stop the bleeding. The patient went home but was readmitted to the hospital with a pneumothorax requiring a chest drain. The lung failed to re-expand with a drain and she is now back in the ward, where another drain will be placed. The operation itself was prolonged because we had to use several extra fires of the stapler. The patient's lung was quite thickened and non-compliant.

Manufacturer narrative:
Date initial report sent: 1/4/2008.